Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, gore® excluder® conformable aaa endoprosthesis, and gore® dryseal flex introducer sheath devices. During the procedure, after advancing a delivery catheter and creating a through-wire, a 23mm x 14.5cm iliac branch component was advanced and successfully implanted in the left common iliac artery. The left internal iliac artery was cannulated, and then an attempt was made to advance a 16mm x 9.5cm contralateral leg component through the 12fr introducer sheath to its target location. However, insertion of the contralateral leg component was reportedly difficult because it was caught in the through-wire. A third attempt to advance the 16cm x 9.5cm contralateral limb was successful, but upon reaching the target location, the stent graft length was determined to be too short. An attempt was made to remove the contralateral limb; however, the distal tip of the delivery catheter was reportedly separated inside the sheath. According to the physician, the sheath lumen may have been narrowed due to the through-wire, and a 14fr sheath may have been necessary. The physician also commented that the catheter may have been stressed after repeated insertion attempts. The device and the separated distal tip were removed in tandem with the sheath. A longer contralateral leg component (16mm x 13.5cm) was then advanced and successfully implanted. The procedure went forward to completion, and the patient tolerated the procedure with no adverse events.